Event description:
During routine testing of the device, the quality technician reported that the upper housing of the roller pump was cracked. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.